Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® cuffed blue line ultra® vocalaid tracheostomy (trach) tube pressure was gradually lowering. Cuff was filled with air but was reported to gradually deflate. The patient saw the physician for noted "difficulty breathing." Subsequently, a tracheostomy (trach) change out was required. No further adverse effects were reported.